Manufacturer narrative:
The medical device remains implanted. A review of the manufacturing records indicated the lot met pre-release specifications. Dicom imaging series were requested for evaluation but they could not be shared with gore.

Event description:
On (B)(6) 2019, the patient presented with an aortic aneurysm with was endovascularly treated with a gore® excluder® aaa endoprosthesis system. In total six devices have been implanted. On unknown date the patient presented with a type 1b endoleak which occurred at the distal end of the contralateral leg of the gore® excluder® aaa endoprosthesis (plc181200). On (B)(6) 2021, during an endovascular reintervention, the type 1b endoleak was treated by extending the contralateral leg into the common internal artery with two gore® excluder® aaa endoprostheses (pll161407 and plc231200).